Event description:
It was reported that during the procedure, the nc trek dilatation catheter was inserted onto the guide wire. As the device was being advanced, the shaft of the nc trek broke in a location outside the patient anatomy. The device was not used. There was no clinically significant delay and no adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device evaluation: analysis of the returned device confirmed that the hypotube was separated, as reported. A definitive cause for the reported separation could not be determined. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the investigation, no product deficiency was identified.